Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 442mg/dl and a manual injection was administered to address the bg level. Troubleshooting was performed using the current supplies and insulin was observed dripping out of the infusion tubing during a test bolus delivery. The contact declined to remove the customer's infusion set site. Reportedly, an infusion set change was performed to address the occlusion alarm.